Event description:
Healthcare professional (hcp) reports more than one incident of blood leak with the psn 170 dialyzer. Incidents occurred during the pts' treatments and were noted on leak alarm. Blood leaks were verified with positive hemastix. Blood was not returned to the pt's with an estimated blood loss of 150-200cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.